Manufacturer narrative:
Received 1 silicone catheter. The reported event was confirmed as manufacturing related. Per the visual inspection, a cut to 0.5¿ from the bifurcation on the drainage lumen was found. Per the functional evaluation, the balloon was inflated with 12cc of air, using a syringe and it was not deflated. Water was then injected by the drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was a crack on the catheter around the funnel and the shaft prior to use. The catheter was replaced. Per sample evaluation, the tear was located on the drainage lumen of the catheter's shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a crack on the catheter around the funnel and the shaft prior to use. The catheter was replaced. Per sample evaluation, the tear was located on the drainage lumen of the catheter's shaft.